Event description:
(B)(6) called in she has not sought out dental or medical attention. She purchased a wf07 sometime in 2023. She will send her receipt in. She has never cleaned her unit or changed the tip. She started getting two absesses on the upper left part of her mouth. She has not stopped string flossing or using her unit in the meantime. She will be receive a refund for the unit, she has been told we cannot look into any reimbursement until she seeks medical help and sends the unit back for testing.